Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will  be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that during a revision for femoral loosening, while reaming to trial the new femoral component, the femur was perforated anterolaterally. Under fluoroscopic guidance, the new components were placed without further complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting canal reamed and distal cement plug reamed. The femur perforated anterolaterally, under guidance was able to bypass perforation and ream to a different size. The revision was completed without further complication. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.